Manufacturer narrative:
Additional information: a correlation between the report of driveline infection and the evaluation of the returned device could not be conclusively determined. The device was returned assembled with the percutaneous lead (lead) cut approximately 12.5 inches from the pump housing and the severed portion of the lead, measuring approximately 26 inches in length, was returned. Upon disassembly of the returned device, examination of the pump¿s blood-contacting surfaces revealed no depositions. Examination of the pump¿s bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. The instructions for use lists driveline infection as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information from the hospital personnel forwarded by the clinical representative on 07/06/2016 stated that the approximate date of the patient's admission was on (B)(6) 2016. The patient was started on vancomycin and cefepime treatment upon admission, before having a pump exchange on (B)(6) 2016.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 10 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient underwent a pump exchange on (B)(6) 2016 due to a percutaneous lead infection. Further information was requested but not provided.